Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling and bard ptfe mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, and intrinsic sphincter deficiency. It was reported that after implantation the patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, vaginal scarring, and bowel problems. The patient underwent transvaginal incision of extruded and eroded mesh on (B)(6) 2006. (B)(4) - undefined recurrence; dyspareunia; bowel problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 07/26/2016.